Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging inaccurate results of between 90 and 110mg/dl obtained using the subject device compared to a reading between 70 and 80mg/dl obtained using another device (brand unknown), the time difference between the results is not known. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.